Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m138773 and test base part number 190430 / lot m138773 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m138773 show that the complaint rate is (B)(4). A supplemental report will be submitted after completion. Please see related MFR report #s: 1221359-2021-00246, 1221359-2021-00272, 1221359-2021-00273, and 1221359-2021-00275.

Event description:
A customer sent a cumulative report of five false positive results with the ID now covid-19 assay. This report represents patient four of five. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 around 9:15am. Repeat testing with the ID now covid-19 assay generated positive results (no additional information was provided). Pcr confirmation testing (platform not specified) provided negative results (CT values not provided). The customer reported that the employee did not have symptoms. No additional information, including specimen collection, patient information, treatment or outcome was provided, per the customer. The customer confirmed there was no death or serious injury and treatment was not impacted/delayed. Additional patient information, including symptoms, treatment and outcome, is unknown. Per the customer, no additional information will be provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.